Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the ipg was replaced, and therapy was restored and no issues with leads.

Event description:
It was reported the patient experienced ineffective therapy and programming was unable to help resolve. No further plan of action is determined at this time.

Manufacturer narrative:
Date of event is estimated. . During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4); serial:(B)(6), batch: a000117087.